Manufacturer narrative:
E1: (B)(6). Patient country: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient's blood glucose level was 500 mg/dl, which was treated with insulin and fluid intravenously. The patient was hospitalized due to high blood glucose level on (B)(6) 2024. During the hospitalization the faced symptoms like vomitting and abdomen pain and was feeling sick. During the time of report the patient was still hospitalized. No further information available